Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). DHR review for part #324.067, lot #u164544: no non conformance reports were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during c5-6 anterior cervical discectomy and fusion (acdf) procedure performed on (B)(6) 2016, while tightening the locking screws in the expansion head screws using the counter torque wrench, one of the tines of the counter torque wrench broke off. The tine was retrieved and the procedure was completed successfully with a like device. There was a delay of five minutes due to the reported issue. Concomitant devices reported: unknown expansion head screws (part # unknown, lot # unknown, quantity unknown) unknown locking screws (part# unknown, lot# unknown, quantity unknown) this is report 1 of 1 for (B)(4).